Event description:
On (B)(6) 2012, the customer reported that the au 480 instrument was generating erroneous potassium (k) results. Customer stated that the results would be very low or very high. When these results were repeated they recovered acceptably. Customer noted this on quality control (qc) and on one patient. No erroneous results were reported outside of the lab. There was no effect to patient or patient treatment. Customer stated that sodium or chloride results have been acceptable. Customer provided qc documentation and calibration history. However, no patient result details were provided. Customer stated that they replaced several consumable parts that included the k electrode and tubing, but still experienced occasional erroneous results. Field service engineer (fse) evaluated the instrument and performed preventative maintenance. Fse noted that k issues continued to occur. Fse returned to customer site on (B)(4) 2012 and noted bubbles in the reference tubing. Fse replaced the ion selective electrode (ise) reference valve and this resolved the issue. Fse calibrated the system and ran qc. Results were validated and met performance specifications.